Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No device returned.

Event description:
It was reported by the contact that the customer was experiencing an elevated blood glucose (bg) level with ketones. The customer was sick and per the healthcare provider, the basal rate needed to be temporarily increased. The customer went to the emergency room (ER) due to the unspecified sickness and for the ketones. Tandem technical support assisted the customer with setting a temporary basal rate. The contact reported that the ER visit was not a result of any issues with the pump or supplies.